Event description:
Reporter indicated that the site's dell handheld computer is no longer holding charge. The handheld computer was returned for product analysis. Analysis of the returned handheld is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.